Event description:
Voluntary medwatch received states that the patient's right ventricular (rv) lead exhibited over-sensing of far p-wave. The patient had no adverse consequences.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.